Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences a high blood glucose level. Customer¿s blood glucose level was 522 mg/deal and he was given 16u of insulin and that brought it down to 400 mg/dl. Customer also reports that the blood glucose was climbed because of treatment at the hospital and lack of insulin pump or insulin. The customer had the emergency management team take him to hospital and he was in the intensive care unit. Customer the customer's current blood glucose is 402 mg/dl. Customer¿s blood glucose level was 350 mg/deal at the time of the incident. The customer did experienced the symptoms such as difficulty in breathing. The customer was confirmed that the hospital was not because of diabetes. The customer was declined to finishing the troubleshooting for high blood glucose. Customer was currently in hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.